Manufacturer narrative:
Company representative evaluated the unit and found that the power cable for the dvd/rw drive had shifted and was burnt. Corrections included replacement of the power cable and adding a cable ties to hold it in place. Unit was safety tested and calibrated to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the dpm central station smoked when powered on. No patient injury was reported.